Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned; visual and dimensional evaluations could not be performed. However, photographs were provided that confirmed the reported event. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the tip of the screwdriver fractured inside the patient. All fragments were retrieved from the patient. No other serious injury was reported as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the subcomponent item is fractured near the hex tip. As returned, the part was found to have an out of specification feature. Device history record (DHR) was reviewed and no discrepancies were found. A possible root cause of the reported tip fracture could have been related to the non-conforming feature on the device. Corrective action has been initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.